Event description:
Two reports have been received within the institution of the needle connected to the syringe (hypodermic needle-pro 22gx1-1/2") disconnecting from the hub, leaving the metal needle in the patient. There are other instances of the hub of the needle disconnecting from the syringe, leaving the needle and hub in the patient. Manufacturer response for syringe needle, needle-pro 22gx1-1/2" (per site reporter): for the instances where the hub and needle remained in the patient, education was offered as the needle-pro device requires a "push pull" technique to remove the cap of the needle and to properly seat the needle on the syringe. There was also a suggestion to convert to the needle-edge device as the gap between the syringe and needle hub was smaller and this negated the "push/pull" technique.